Event description:
It was reported that; all screws were thought to be buried, I saw the c5 rt screw was not and advised surgeon to try to get it below locking mechanism. He could not get it, wanted a shorter 4.35 screw. Put in the 4.35x12 and when he put the screw below mechanism the screw at c4, which was below the locking mechanism, pushed the locking mechanism out of its track. Surgeon managed to get locking mechanism back in track, it took no more than 10min.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: manufacturing files were reviewed and no incidents were found. The spring bar popped off it's track during placement of the screws. Drill guides were used during the procedure as specified in the surgical technique. Conclusion: the cause is not determined and multifactorial.

Event description:
It was reported that; all screws were thought to be buried, I saw the c5 rt screw was not and advised surgeon to try to get it below locking mechanism. He could not get it, wanted a shorter 4.35 screw. Put in the 4.35x12 and when he put the screw below mechanism the screw at c4, which was below the locking mechanism, pushed the locking mechanism out of its track. Surgeon managed to get locking mechanism back in track, it took no more than 10min.